Event description:
Pt was having a total knee arthroplasty. Prior to putting in implants, the physician cleansed the wound with the simpulse plus suction/irrigator. The connecting hose to the hand piece disconnected from the pistol grip handle causing irrigation solution to spray beyond the surgical field, possibly contaminating the surgical wound.device is manufactured by bard/davol and was distributed by medline in a custom total knee pack.====================== health professional's impression======================appears the device was defective and the malfunction resulted in inability to direct the flow of irrigation to the intended site.====================== manufacturer response for suction/irrigator, simpulse plus======================medline and davol are aware and medline to pick up device asap for evaluation.